Event description:
It was reported that during a follow-up, the healthcare professional noticed that the estimated battery longevity showed less than three months remaining, while in january the estimated battery longevity showed one year remaining for this implantable cardioverter defibrillator (ICD). Additionally, the right ventricular (rv) lead did not capture at maximum output 7.5v at 2ms. The shock impedance was high but within normal limit at 122 ohms. Provocative maneuvers were performed but no noise was observed on the rv channel. The plan is to replace the device and lead at a later time. No adverse patient effects were reported. This device and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a follow-up, the healthcare professional noticed that the estimated battery longevity showed less than three months remaining, while in january the estimated battery longevity showed one year remaining for this implantable cardioverter defibrillator (ICD). Additionally, the right ventricular (rv) lead did not capture at maximum output 7.5v at 2ms. The shock impedance was high but within normal limit at 122 ohms. Provocative maneuvers were performed but no noise was observed on the rv channel. The plan is to replace the device and lead at a later time. No adverse patient effects were reported. This device and rv lead remains in-service. Additional information was provided, it was reported that this rv lead exhibited a gradual increase in high out of range shock impedance measurement, measuring around 135 ohms to 145 ohms. An integrity test was performed, no noise was evocable or recorded and the test showed normal shock impedance. The rv threshold was stable but high and x-ray imaging did not show any damage to the lead. No adverse patient effects were reported. This rv lead remain in-service.